Event description:
It was reported the patient had been unable to recharge the ipg since implant. The patient received multiple charging systems, however, the issue was unresolved. The physician replaced the ipg. During the procedure, the physician was unable to get the explanted ipg to communicate with a charging system. It was reported the patient was able to communicate with the replacement ipg, and the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.